Manufacturer narrative:
Investigation summary: customer returned (15) open pen needles without the tear drop label. Customer states that the needle break off when removing and the needles are bending during use. All retuned pen needles were examined and 12 out of 15 samples exhibited a bent patient end of the cannula. All remaining sample exhibited a broken patient end of the cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. Shields were also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. As per manufacturing, a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Possible root causes for a broken needle include: bending/re-straightening of the cannula by the customer based on the samples / photo(s) received the investigation concluded: bd was able to duplicate or confirm the customer¿s indicated failure (bent and broken patient end of the cannula). Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use, the needle of the 31 g x 8 mm bd ultra fine¿ short insulin pen needle broken off. Needle removed with tweezers. There was no report of injury or medical interventions.